Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 failed to provide sufficient insufflation. According to the user facility medwatch report, "the co2 on the sheath of the hemopro 2 was not patent, therapy compromising the ability to safely perform the vein harvest." The procedure required intervention in order to be completed. A replacement device was used to complete the procedure. The hospital did not report any effects. The hospital intends to return the cannula to the factory; however, the btt short port will not be returning for eval.